Manufacturer narrative:
The axium prime coil will not be returned for analysis as it was implanted in the patient and the pushwire was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the axium prime coil instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher).¿ also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured, saccular posterior communicating artery aneurysm, this coil would not detach after 4-5 attempts with an instant detacher or after 1 attempt using the manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The coil then detached in the catheter unexpectedly when physician tried to remove the coil from the patient. This coil was successfully implanted in the patient at intended location. 5 coils were implanted successfully before this coil issue. A different manufacture coil was used after this and procedure completed. No patient complications were reported.